Manufacturer narrative:
Information anticipated, but unavailable at this time.

Event description:
It was reported that during a gastrectomy procedure, the tissue pad was detached and fell off inside the patient's body. It happened in less than 30 minutes. The tissue pad was retrieved. Another device was used to complete the case. There were no adverse consequences to the patient.